Event description:
Hospital reported when the technician was moving the continuum across the floor, the pump fell from the holder and hit the backside of the pump on the floor. The battery from the pump looks like it shorted and caused charring of the pump casing and the floor. No injury occurred.

Manufacturer narrative:
The returned product has been received, but the failure analysis has not been completed yet. Once the investigation is completed, a follow-up report will be submitted.